Manufacturer narrative:
No malfunction suspected. The user was sitting in the power wheelchair and fell asleep. The user was not wearing the seatbelt and fell. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt." And "to avoid serious injury or death: [a]ways use the seat belt."

Event description:
The end user stated while seated in the power wheelchair the user fell asleep and fell out of the chair.